Event description:
It was reported during scheduled filter retrieval post ten months filter deployment, three filter limbs became detached and remained embedded in the ivc wall. A snare device was used to capture and retrieve the filter and three detached limbs successfully. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.